Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erratic troponin I (accutni) patient sample result generated on their access 2 immunoassay system. The erratic patient sample result was not reported outside of the laboratory. It is unknown if there was any impact to patient treatment associated with this event. The customer reported that accutni quality control (qc) sample results were recovering within the laboratory's established ranges both before and after the event. System checks were completed on (B)(4) 2008. All results met specifications. The same patient sample was reassayed for accutni. Lower results were obtained in all four reassays.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a preventive maintenance on the instrument and verified all repairs per established procedures. In addition, the fse reviewed the patient sample data and discussed with the customer sample handling as a probably cause of the observed imprecision. This MDR represents event 1 of 2 reported by the customer. This MDR is related to the following MDR that has been reported: MDR 2122870-2011-05557. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.